Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping anomaly or scroll bar anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, a cracked belt clip slot and cracked battery tube threads.

Event description:
It is reported that the customer had high blood glucose levels of 327 mg/dl. The customer reported that the numbers in the display of the insulin pump kept ramping up by themselves after pressing one button. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.